Event description:
It was reported that during an attempted implant, despite several repositioning attempts, r-wave sensing was not acceptable. The lead was removed and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.